Event description:
Philips received a complaint on the v60 ventilator indicating that the equipment does not turn on. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported.

Manufacturer narrative:
In a good faith effort (gfe) response from the field service engineer (fse) received on 19aug2024, it was stated that the device not turning on had been confirmed and that the power supply was found to be "burned out." The customer has been provided a proposal for the replacement of the power supply. The investigation is ongoing.

Manufacturer narrative:
Multiple follow-up gfes were attempted to obtain confirmation of quote acceptance or rejection, a part order, part replacement, and resolution. In a gfe response from the fse, it was stated that the customer had not approved the provided quote for replacement part and services. The fse stated that the case could be closed, and if the customer wished to approve the repair at a later date, then a new source system salesforce case would be opened to document the request for continuation of service. As the customer did not accept the quote, no further work has been completed to resolve the device issue as of the time of this final summary being written. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4 - product UDI number is corrected.